Event description:
A customer reported to baxter that a spike of the transfer set was damaged. The customer reported that the occluder feet were broken and leakage was noted during a drain cycle. The set had been used for 120 days. The patient has performed continuous ambulatory peritoneal dialysis (capd) for 1484 days. There was patient involvement; there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for a cracked/broken spike; the spike was cracked at the base. No batch review was performed, since the lot number was unknown. The root cause was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.